Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the generator was repositioned and there have been no further complaints from the patient. No further information was available and no further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the rep was calling to ask what the 7496 looked like and to request a manual. The rep stated that they were going to a pocket revision case. The revision was due to the ins dropping down from its location in the pectoral area. The caller stated that the physician's assistant cleared the patient post operation, so it must have happened after. The healthcare provider (hcp) is going to try to reposition and suture the battery in place, but may retunnel the extension higher. Tunneling considerations were reviewed and the implant manual was sent to the rep. No further complications were reported or anticipated.